Event description:
The customer performed back to back blood glucose tests using his 4 contour meters. Two of the meters gave readings of 11, 17, and 18 mg/dl while the other meters read 200, 170, and 190 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.